Manufacturer narrative:
(B)(4). No sample is available for the manufacturer to evaluate. Device history record (DHR) investigation did not show issues related to this complaint. No corrective action can be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. At this time due the lack of defective product it is not possible to confirm the complaint and to determine the root cause. Manufacturer will continue to be monitoring trending of similar complaints.

Event description:
Complaint alleges that the stapler jammed. No patient injury reported. Multiple attempts to obtain addition information was requested, but no additional information has been provided.